Event description:
Approximately five months after the index procedure, it was reported that there was stenosis at the distal edge of the right vertebral artery. The physician believed the stenosis was within the stent region based on angiography taken as part of routine follow-up. The patient was not given any treatment for the stenosis and the physician did not consider the event to be serious as the patient was asymptomatic. The physician stated that pre-existing stenosis in the vessel had progressed due to the stent deployment. No other information was provided.

Manufacturer narrative:
Anticipated procedural complication. A device history record review confirmed that the device all met material, assembly and performance specifications upon release. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Stenosis is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
Approximately five months after the index procedure, it was reported that there was stenosis at the distal edge of the right vertebral artery. The physician believed the stenosis was within the stent region based on angiography taken as part of routine follow-up. The patient was not given any treatment for the stenosis and the physician did not consider the event to be serious as the patient was asymptomatic. The physician stated that pre-existing stenosis in the vessel had progressed due to the stent deployment. No other information was provided.